Event description:
The customer reported that during a procedure, the knife blade got stuck and the jaws of the device would not reopen while applied to pt tissue. To remove the device from the tissue, the surgeon resected the tissue directly adjacent to the jaws of the device. Another device was opened and used to continue the procedure. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a follow up report will be submitted.